Manufacturer narrative:
Failure analysis in progress.

Manufacturer narrative:
The reported run-on was confirmed through functional evaluation by a manufacturer service technician. Corrosion on the trigger locking cam was identified as the probable cause of the handpiece running in safe mode.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician at the manufacturer facility the device was running without user activation while it was in safe mode. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician at the manufacturer facility the device was running without user activation while it was in safe mode. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.